Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
The health care provider reported via a manufacturing representative that the catheter was unable to be aspirated. The health care provider was performing a dye study, a roller study, and a refill following a period of time where the patient did not have a managing physician. The pump had been implanted to treat non-malignant pain. The physician aspirated through the catheter access port, but she was unable to get anything through. The physician did not put in the dye, but proceeded with the refill. An unspecified medication was filled into the pump. The plan was to go back to the old medication that was in the pump. A bridge bolus was going to be programmed. The catheter contained the remains of 40 mg/ml morphine, 600 mcg/ml clonidine, and 30 mg/ml bupivacaine. The bridge bolus was to deliver this mixture at 2 mg/day. The pump had also contained 1000 mcg/ml saline prior to the refill, which had been placed in the pump after the previously stated drug mixture. The saline was going to be delivered at 6.4 mcg/day. There were no reported symptoms associated to this event. No intervention was performed following the inability to aspirate the catheter. The patient was receiving therapy. The cause of the inability to aspirate the catheter was unknown.

Event description:
Additional information was received from the health care professional indicating that the cause of the catheter issue was not determined

Manufacturer narrative:
Corrected information: the correct date for date received by MFR on fu MDR # 3004209178-2015-18220 is 2016-02-12.

Event description:
Information clarified that saline was added to the pump on (B)(6) 2015, and the dye study, roller study, and refill were performed on (B)(6) 2015. The catheter had been implanted to treat failed back surgery syndrome and osteoporosis. Additionally, the bridge bolus previously reported was delivering the drug mixture at 2 mg/day relative to the morphine concentration.